Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8100 module giving a 242.4030 error. Sn: (B)(4). Case resolution: used ka 12066 alaris infusion error 242.4030 for troubleshooting. Recommended to replace the ail sensor due to motor movement. Biomed will conduct repairs and call back if any further assistance is needed.